Manufacturer narrative:
On october 06, 2023, mentor received the device for evaluation as well as additional information. Patient identifier was added as (B)(6) date of explant was added as (B)(6) 2023. On october 13, 2023, mentor completed a a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that five tears (a, b, c, d, and e) were found, the tear a, b, c, and d on the posterior view and the tear e on the anterior view of the breast implant, measuring approximately 0.4 cm, 3.5 cm, 0.4 cm, 0.3 cm, and 0.5 cm respectively. Microscopic examination was performed on the edges of all the tears, parallel striations were found in the whole area of the tears a d and e. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tears b and c could not be identified. Therefore a thickness measurement was conducted on the shell at the tears b and c, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the tears b and c, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the information currently available, a microscopic examination of the tears a, d and e indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii. On her right side postoperatively. As a result, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
On september 28, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials have been updated to "(B)(6)." Under field a1 on this form as per information received with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2023, mentor became aware that the right side replacement device used was catalog number 3503001bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).